Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported the heating occurred through normal use. The patient has not followed up with the rep since the programming to determine resolution. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in early (B)(6) 2019, the patient started noticing the ins feeling hot and they reported that the ins was causing pain in their arms and neck. The rep met with the patient on (B)(6) 2019. They checked impedances, which were within normal limits. Reprogramming was performed. The cause of these issues was unknown at the time of the report. The rep reported that the issue was resolved. No further complications were reported or anticipated.